Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analysis revealed that the elective replacement indicator was the result of high battery impedance. Evaluation summary: (B)(4) we also received performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance high battery impedance, leading to eri. Battery voltage - battery depletion indicated/eri. Eri due to high battery impedance logged on (B)(4)-2010, prior to explant. Ramware version 8 installed on (B)(4)-2010.

Event description:
It was reported that the pacemaker (ipg) experienced premature battery depletion due to high battery impedance. It was further reported by the physician that the ipg reached end of life (eol) rather than the elective replacement indicator (eri) first. The patient was emergently admitted to the hospital. Also noted, was whether a software update factored into the eol observation. The ipg was explanted and replaced. No patient complications were reported as a result of this event.